Event description:
It was reported that an unknown sensor issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to potential patient misuse as the mobile device lost power. The reported event of an unknown sensor issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).